Event description:
It was reported that the surgeon wanted to implant a fitmore hip stem b ext. Offs., size 4 on (B)(6) 2013, but the "stem did not match implant broach". It is unk whether the reported stem was implanted or not, and if not, which stem was actually implanted.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, and an investigation result be available, that changes this assesment, an amended medical device report will be submitted. The need for corrective measures is not indicated. (B)(4).